Manufacturer narrative:
(B)(4). Physio-control was able to obtain the electronic records from the device where it was observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted to zero (0). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator and could not remain powered on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the internal hybrid layer capacitor (hlc) batteries had become depleted which caused the reported issue; however cause could not be determined. The device was determined to be out of warranty and unrepairable and will be scrapped by the customer.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator and could not remain powered on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported issue.